Manufacturer narrative:
The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xtr clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the chordal rupture (ntr). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) of grade 4. Imaging was noted to be difficult, due to the patient anatomy, which included a rotated heart, a small left atrium and a posterior prolapse. The patient¿s heart rate was noted to be elevated, approximately 110 beats per minute (bpm) throughout the procedure. The patient was not a good candidate for a surgical procedure, due to comorbidities; therefore, a mitraclip procedure was performed. The xtr clip delivery system (cds - 91126u176) was advanced and the clip grasped the leaflets. Shadowing was noted, due to the difficult imaging; however, measurements were taken, and it was felt that at least 1 cm of tissue was in the clip. The clip was deployed; however, the patient experienced an increase in heart rate, to about 130 bpm. A single leaflet device attachment (slda) occurred, with the clip detaching from the posterior leaflet. No tissue damage was noted due to the slda. The decision was made to implant a second clip lateral to the first. The ntr cds (91203u357) was advanced into the anatomy. The imaging was noted to have worsened; however, the clip was able to grasp the leaflets. The mr could not be reduced and the clip was removed. During removal, the second clip caught on the first clip. Although the clip was able to be removed, chordal rupture occurred. The procedure was aborted. On (B)(6) 2020, the patient presented with increased dyspnea and mitral valve replacement surgery was performed, with explant of the implanted clip. Post procedure, the patient was in stable condition and doing well. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. The reported adverse events of dyspnea and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on all available information, it appears that a combination of challenging patient anatomy and procedural conditions contributed to the reported difficult to remove(entanglement). The reported poor visualization was due challenging patient anatomy. The reported patient effect of tissue damage was due to reported difficult to remove clip. A cause for the reported dyspnea could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.